Event description:
It was reported by the affiliate that during an unknown procedure, where anastomosis of the large intestine was to be performed; after the stapler fired, the staples did not work. Anastomosis was achieved manually. There were no adverse consequences for the patient. One device will be returning. Affiliate reference number: none provided.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived and in good visual condition and with the staple retainer present. The breakaway washer was present and cut and the device was void of staples, indicating that the device achieved a full firing stroke. After further analysis, it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified. A batch record review was performed and no anomalies were found during the manufacturing process.